Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017, excessive force.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after a diagnostic procedure. Reportedly, the device could only be advanced about 6cm and unable to be advanced further. The device became stuck in the patient, and was forcefully removed from the anatomy. Upon removal the device was noted to be deformed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The difficult to remove and difficult to advance are related to case conditions and cannot be replicated in a lab environment. The irregular appearance (stretch) was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, the device was removed with excess force. It should be noted that the prostyle instructions for use (IFU), states: do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The IFU violation did not contributed to the reported difficulties with the device. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It appears there may have been interaction with the procedural guide wire or vessel, however this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.